Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported after wearing a tampon for about six hours she went to remove it and the string pulled out leaving the tampon inside her. She went to the ER and after two hours of waiting the doctor was able to remove the tampon in one piece with use of a speculum. Consumer experienced discomfort for about 30 minutes after tampon was removed. Her symptoms resolved and she fully recovered.